Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 429mg/dl and the pump alarmed change sensor. Customer treated with a syringe. Troubleshooting found that the customer has also had calibration errors. Customer was advised on proper insertion technique and calibration technique. Customer was also advised that the device would be replaced. Call ended and no additional troubleshooting was performed.